Event description:
It was reported that patient had phrenic nerve stimulation. Lead repositioning was attempted but was unsuccessful. The lead was replaced and no adverse consequences were reported for the patient.

Manufacturer narrative:
(B)(4).